Manufacturer narrative:
The pump passed displacement test, prime and system sensor test and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming. She also stated that the pump gasket popped out on the side of the pump a and the plastic is cracked. Customer does not recall any significant events leading to the error. Troubleshooting was done for error. Customer's blood glucose was 300 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.